Manufacturer narrative:
The review of data provided confirmed the reported issue: on (B)(6) 2025, the subject device delivered atp in the fast vt zone and no more therapy was delivered once the ventricular rate was detected on the vt zone. On 5 july 2025, the electrical measurements are normal. On (B)(6) 2025, the patient got 4 non-sustained episodes of vt. These 4 episodes have the same profile: - onset in the vf zone - decrease to the vt zone after around 25 cycles - the vf persistence was not achieved before the v rate decreased to the vt zone - the vt persistence was not achieved before the spontaneous arrest on (B)(6) 2025, the electrical measurements are good except the atrial sensing value that is too low 6 non-sustained episodes, 2 sustained vt episodes and 1 fast vt episodes have been recorded on (B)(6) 2025, the fast vt episode lasted for 7 minutes the fast vt at 15h29 was detected in the fast vt zone and treated in the fast vt. The atp from the fast vt zone decreased the rate to the vt zone where no shocks were programmed. It lasted for 7 and half minutes. As per specifications, the device is not allowed to deliver lower energy therapy when a rhythm is detected and confirmed in the fast vt zone, therefore it could not deliver further therapies since the shocks were not programed in the vt zone. The two following rules (to protect against loss of ventricular sensing during fast ventricular arrhythmias) apply when a rhythm is detected and confirmed in the fast vt/vf zone: - if the atp program of fast vt zone is/has been applied, no further atp program can be applied (lower energy therapy), only shocks are allowed - if the device starts charging the capacitors for fast vt/vf rhythm and if the v rate decreases in the vt zone with vt diagnosis, atp won¿t be applied, and the shock will be delivered. It is recommended to program shocks in the vt zone. No malfunction is suspected on the subject device. This case is retained and utilized for trending purposes.

Event description:
Reportedly, a fast vt episode occurred on (B)(6) 2025 at 15:29 (7 min. 28 sec.). This fast vt (heart rate > 200 bpm) was decelerated by an atp (fast vt) into the vt zone with a heart rate of 187 bpm. The vt ran for several minutes without any atp therapies delivered until it terminated spontaneously. No shocks were programmed in the vt zone. Only in the fast vt/vf zone. According to our specifications,¿the next called therapy program must always have a level greater or equal than the last one¿. What is the background behind the fact that after an atp in the fast vt zone an atp in a slower zone cannot be delivered, even if it is clearly classified as a vt by parad+? In this situation the patient suffered on a vt with 187 bpm for around seven minutes without getting any therapies although the algorithm classified it correctly (analysis marker (7) ) as a vt.